Event description:
The reporter indicated that a 12.6mm vicmo12.6 implantable collamer lens of -6.5 diopter was implanted into the patient's left eye (os) on 18-jan-2023. The lens was removed due to a lens tear/break during injection/delivery into the eye. There was patient contact, but no patient injury. Reportedly, "during lens bolus, the lens was found to be damaged, touching the surgical eye, but not entering the eye."

Manufacturer narrative:
Work order search: no similar complaints within associated lots were found. Claim# (B)(4).

Manufacturer narrative:
B1 - corrected to: product problem (e.g., defects/malfunctions) in the initial MDR. B2 - required intervention to prevent permanent impairment/damage should be removed from the initial MDR. Claim #(B)(4).

Manufacturer narrative:
H6: device code 1494: off-label use (acd < 3.0mm) should be added to the initial MDR. Claim#: (B)(4).